Event description:
This spontaneous report was received on (B)(6) 2015 from a (B)(6)-year-old female consumer reporting on self from the united states. The consumer had unspecified allergies. The concomitant medications were not reported. On an unspecified date, the consumer used band-aid unspecified (lot number and expiration date unspecified) cutaneously, one bandage, once, applied on top of a discharge on one of her legs. After a few days, when she removed the bandage, it left an outline on her leg and she noticed bumps in the pattern of the bandage. After an unspecified duration, she had more discharge and the affected area worsened. She discontinued using the bandage and applied a (B)(4) brand surgical pads (frequency, lot number and expiration date unspecified) cutaneously, to cover it. On an unspecified date, she went to an urgent care clinic where she was given two injections of bactrim (sulfamethoxazole and trimethoprim) for over one week and was given a bottle of bactrim (sulfamethoxazole and trimethoprim) pills to take. After a few days since she visited the clinic, her leg bled so she went to an emergency room for treatment. On an unspecified date, she had diarrhea and was brought again to the emergency room of another hospital and was hospitalized for a few days. While at the hospital, the bumps on her leg started to bleed and she received a blood transfusion for treatment. Immediately after receiving the blood transfusion, her leg started to bleed again. After an unspecified duration, the bleeding stopped but the bumps could still be seen. Blood was drawn from her legs for unspecified blood tests but the doctors did not know the cause of bleeding was and she was told she did not have any infection. When she was about to be discharged, they opened the padding to change it and there was bleeding all over her leg. At the time of reporting, the consumer was seeing a wound care specialist. The action taken with the unspecified surgical pad was unknown. The events did not resolve. The lot number was not reported. The analysis of product and complaint category will be managed through a monthly trending process. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report was assessed as serious (hospitalization) and company causality for the event of diarrhea was assessed as not related whereas the other events were assessed as related.

Manufacturer narrative:
The date of this submission is (B)(4) 2015. This closes out this report unless other additional significant information is received.